Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (250 mg/dl). Reportedly, there was a large air bubble in the tubing. Customer was able to successfully prime the tubing. In addition, customer "was not good about being on top of boluses". Customer delivered a bolus to address elevated bg levels. At the time of the report, customer's bg level was 188 mg/dl.